Event description:
Follow up report needed to address analysis.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the patient, and after a non-abbott rf needle (baylis) was inserted into the sheath, blood was noted to be leaking from the hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture or transseptal puncture were required for replacing the sheath. No catheters were inserted into the sheath.